Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, the on-site visit scheduled by the customer was cancelled as the system didn¿t show the same issues again. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic device failed to cut and experienced pedal failure. Procedure details and patient impact were not provided. Additional information has been requested, but no response has been received to date.